Manufacturer narrative:
(B)(4). Additional information: see attached user facility medwatch the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopy appendectomy procedure, the surgeon inserted the device to resect the appendix. Once the jaws of the device were closed on the vessel, the device was fired. It was noticed that the blade only advanced halfway down the jaw of the device. The device was pulled from the vessel structure and a new device was opened and the vessel was resected. The specimen was removed and the case was completed with no adverse patient events.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the device staple? Yes. If the device stapled was the staple line complete or did the staples stop where the blade stopped indicating a partial fire? The device partially fired with the staples partially deploying past where the blade stopped.